Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method for insulin if needed, and technical support arranged pump replacement and discussed option for out-of-warranty loaner pump.